Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the tibial artery. This 3.0mm x 60mm x 90cm coyote balloon catheter was advanced to the target lesion and inflated. However, the balloon would not deflate and had do be withdrawn from the patient inflated.

Manufacturer narrative:
B3: event date: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Dev returned to manufacturer: the returned product consisted of a coyote balloon catheter. The balloon was loosely folded with solid contrast in the balloon and shaft, and the device was bloody. The device was soaked in a warm water bath for three days. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed tip damage, and a perforation in the inner shaft that was located 7.1cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The device was functionally tested by attaching an inflation device (filled with water) to the hub of the balloon catheter and applying positive pressure. The balloon was inflated, but could not hold any pressure, and the balloon could not be inflated. Because the balloon could not inflate, the difficulty deflating could not be replicated.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the tibial artery. This 3.0mm x 60mm x 90cm coyote balloon catheter was advanced to the target lesion and inflated. However, the balloon would not deflate and had do be withdrawn from the patient inflated.